Manufacturer narrative:
The account cleaned and lubricated the siderail latching mechanism to resolve the issue with this bed.

Event description:
The account alleged that the left head siderail will not latch.